Event description:
Debris noted by circulator inside of sterile knee pack during setup/opening for total knee arthroplasty with dr. [Redacted name]. Manufacturer response for sterile total knee pack, sterile total knee pack (per site reporter). Rep emailed by site.